Event description:
It was reported the distal lumen hub "disconnected" from the extension port. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.